Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. The complaint device was received and inspected. Visual observation reveals the distal end of the screw is broken, confirming this complaint. The screw was covered in tissue debris, indicating that it was in use. When inspected under magnification, the screw revealed no structural anomalies that could have contributed to this failure. Although a definitive root cause cannot be discerned for this failure, in the past it has been observed that this type of screw breakage at its distal end, is a result of excessive torque applied during insertion or off angle insertion into the bone hole. A non-conformance search was performed for this product code 254660, lot 3820409 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during anterior cruciate ligament reconstruction surgical procedure, it was observed that the biointfx 6-8mmx30mm tpr scr 2nd screw device was broken. According to the reporter, the broken piece did not fall into the patient. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.